Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a double disconnection of power to the controller and no alarm sounded. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a correction. A correction was noted to the product event summary in h10. Product event summary: the controller was not returned for evaluation. Log file analysis revealed a controller power up event on 27-jan-2020, at 13:47:41. The data point prior to the loss of power revealed that a battery was connected to power port one with 45% relative state of charge (rsoc) and another battery was connected to power port two with 97% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one and a battery was connected to power port two. The controller was without power for 1 minute and 33 seconds. As a result, the reported loss of power event was confirmed. The reported "no alarm sounded" event could not be confirmed since the device was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving controllers with no sound can be attributed, but not limited, to a faulty internal component and/or a faulty speaker. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary:the controller was not returned for evaluation. Log file analysis revealed a controller power up event on 27/jan/2020, at 13:47:41. The controller was without power for 1 minute and 33 seconds. As a result, the reported loss of power event was confirmed. The reported "no alarm sounded" event could not be confirmed since the device was not returned for analysis. Applicable risk documentation and experience with events of similar circumstances were considered; events involving controllers with no sound can be attributed, but not limited, to a faulty internal component and/or a faulty speaker. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller as described in the event details. Internal investigations were initiated to capture events involving the controller losing power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.